Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found a partial lead to be returned in six pieces. An insulation abrasion was observed at 1.4 cm - 1.8 cm. The abrasion was consistent with exposure to constant friction against another implantable device.